Event description:
On (B)(6) 2011, an overdose and an underdose were reported. Reporter stated, "I have had several problems with my pump, including overdose and underdose." It was also reported that the physician has said several times that the pt's pump is failing. Add'l info has been requested and will be reported if it becomes available.

Manufacturer narrative:
(B)(4).